Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided . Last name unknown / not provided.

Event description:
It was reported that the implant in tooth #27, internal threads were stripped.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) osseotiteâ® tapered certainâ® prevailâ® implant 4/3 x 11.5mm (xiitp4311) was returned for investigation. Visual evaluation of the as returned implant identified damage on the outside due to the removal process and a malfunction due to damage inside the implant. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing condition noted on the per was unknown bone density. The reported device was at tooth location 27 (fdi). The implant was in place for approximately 3 months. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2021080372). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2021080372) for similar events and no other complaint was identified. Post market trending was reviewed and there were no actionable events or corrective actions for the reported events or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.